Event description:
Pt's blood glucose reading was taken and the result was "hi", the lab result was 284mg/dl. No treatment was given based on reading. Customer was admitted for rectal cancer. Customer is receiving chemo. A request was made for the return of the suspect device and replacements were sent. Controls were in range.